Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260, (serial:(B)(6) ); product type: 0200-lead; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced no pain relief since the implant of the implantable neurostimulator 977119 ngrc-ecaps and associated leads. The patient reported extreme abdominal pain occurring 20 to 30 minutes after the system was activated, which was only alleviated by turning the system off. Despite multiple reprogramming attempts by various team members, the issue persisted. The patient requested the removal of the device due to the lack of pain relief and the extreme abdominal pain caused by the stimulation. During a planned procedure, it was confirmed via x-ray in the operating room that the lead placement was correct, being posterior in the epidural space and at the right vertebrae level, with impedances within normal limits. As the leads could not be revised, the entire system was explanted as requested by the patient. No patient complications have been reported as a result of this event.